Event description:
Approx 5 minutes into a balloon ablation procedure the pressure rapidly dropped from 180 mmhg to 100 mmhg causing the system to shut down. The physician removed the catheter from the pt and injected fluid from the syringe into the balloon. The physician noticed there was a hole at the tip of the balloon with a wire protruding from it. A second catheter was opened and used to complete the therapy successfully. There were no adverse pt consequences reported. After the procedure was completed, it was noted that the first catheter used had exceeded its expiration dating.